Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with one cartridge during the load process. It was reported that the customer's blood glucose (bg) level was 327 mg/dl. Customer administered a correction bolus to stabilize bg level. Additionally, the customer was able to load a new cartridge successfully.